Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and battery out limit during normal use and also has a blank display. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting advised on battery use and the blank display. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction and that the device would be replaced and to return the product for analysis